Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the plunger was removed, the suture was not attached. A guide wire was reinserted and another proglide was used with the same results. The device was removed and a sheath was inserted. Manual arterial compression was then applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provded.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the other perclose proglide device is being filed under a separate medwatch MFR number.the customer reported the device had been discarded. A cuff miss, as reported, can be influenced by manufacturing, patient anatomical conditions and/or user technique. During manufacturing, the perclose proglide devices undergo a variety of visual and funtional testing. There were no challenging anatomical conditions reported. A cuff miss can be influenced by a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the black plunger to contact the purple body. The complaint information did not report any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there did not appear to be any lot product quality deficiencies.